Event description:
The account alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The account found the side rail is missing the latch bolt and nut. The account replaced the side rail latch bolt and nut to resolve the issue.